Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's left ventricular lead exhibited loss of capture. A chest-x-ray was performed on (B)(6) 2019 and lead dislodgement was observed. Programming changes were done for right ventricle pacing and it was noted that the patient was not symptomatic to the event. The lead was explanted and replaced on (B)(6) 2019. The patient's condition was stable throughout the procedure.